Event description:
The healthcare professional reported that the endotracheal tube has poor ventilation during operation during use. No known patient impact. Additional information received and indicated that thyroid cancer radical surgery of procedure was being performed when the event oc curred. The problem was solved after replacing the new endotracheal tube. Extubation performed. There was no malfunction of the reported device. No delay in surgery. Current stim return not shown "0", indicating that current is not being delivered. The issue was not reported as a lack of a waveform when stimulating with a probe or the lack of an expected response. The visual or audible indicators not alerted about this event. No patient injury reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: product analysis: visually, there was no damage in the construction of the device that would have resulted in the reported event. The wire harness was still taped together from packaging. Electrically, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.3 ohms (blue), 3.4 ohms (blue with clear tubing), 3.4 ohms (red), and 3.7 ohms (red with clear tubing) in which all electrodes were within specification. For further analysis, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.